Event description:
It was reported that patient underwent a revision knee procedure on (B)(6), 2010. The femoral augment opened during the procedure was not the correct size and another augment of the size needed was unavailable. Surgeon elected to implant the trial component. No further information has been provided to date.

Manufacturer narrative:
(B)(4).